Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the "fluid was bad" and the equipment was changing steps on its own. There was no patient harm.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The sytem was manufactured on august 27, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).